Event description:
No blood glucose levels were provided. It was reported that the insulin pump of the customer had crack on the battery compartment. The customer reported that the crack on the battery compartment of the insulin pump was causing the battery to keep coming out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)